Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The device was deployed while the guide wire was still in place. It should be noted that the prostyle instructions for use (IFU), states: remove the guide wire before the guide wire exit port crosses the skin line. Based on the information reported that the device was deployed while the guide wire was still in place appears to be related to user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017 failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with 2 prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the first device was deployed while the guide wire was still in place. The physician realized his error and believed that the device would not work due to the error; therefore, the device was removed, but the untightened suture was kept in place. There were no issues with the device itself. A second device was inserted, however, the physician also deployed the device with the guide wire in place. Again, the device was removed and the untightened suture was kept in. Like the first device, there were no issues with the second device itself. No attempts were made to advance the knots to see if hemostasis could be achieved with either of the prostyle sutures. The physician abandoned use of the prostyle and both sutures were then removed without issue. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.